Manufacturer narrative:
All of the buttons function properly, however moisture damage was found on the keypad. All operating currents are within specification and there was no unexpected low battery or off no power alarm found. The unit had a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, a scratched case near the esc button dome, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer stated that she was constantly changing the batteries. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.